Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that new orders are not crossing over to pyxis. A technical support specialist (tss) assessed the server and navigated to the patient encounter system (pes) to check the provided order identifier (ID). However, the server unexpectedly rebooted automatically. After the reboot, the tss launched sql and ran the downtime query. The tss observed a dc flag present on the carefusion coordination engine (cce) and re-ran the downtime query shortly after. The dc flag was then cleared, and the message queue began to drain from over 2,000 messages. The tss rechecked the order ID in pes, and it was visible. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the new orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: imdrf annex a and g.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the new orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.